Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use a backup insulin pump, and technical support arranged to send a replacement pump with updated software. They provided instructions for putting the pump into storage mode and handling the replacement process, including returning the faulty pump. The customer understood and acknowledged all instructions.